Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the light emitting diode on the module controller were not lit. The field service engineer replaced module controller to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank system drawer 11 and 12 were failed and prevented user from issuing medication to patient. However, there were no adverse events or injuries reported based on this event.